Event description:
It was reported that during a procedure to stent the right iliac, via the right femoral artery, the stent would not deploy. Reportedly, the path was straight forward and not a tortuous path, but once the doctor tried to deploy the stent graft, it would not deploy. The user facility stated that they are fairly new users of this device. Reportedly, after the device was removed, a second stent was deployed without any difficulty.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample has not been returned to the manufacturing site for evaluation to date. This application represents an off-label use for this device. The information for use for this device states: the luminexx biliary stent is indicated for use in the treatment of biliary strictures resulting from malignant neoplasms.